Event description:
The complainant alleged that while monitoring a patient (age and gender unknown), the device would intermittently display a "check electrodes" message. The complainant indicated that the clinician was able to obtain another device to monitor the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.